Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k082590.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint were tested and found to have failed for ecs-v breaak being broken.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ping meter read inaccurately erratic when comparing blood glucose tests results taken one after another. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 915pm. The patient reported blood glucose results of "213 and 35 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The cca was advised the patient manages his diabetes with insulin (type/ amount not specified). That same day, the patient stated he took more food and/ or drink. About 10 minutes prior to the start of the alleged issue, the patient claimed he had symptoms of dizzy and disoriented. At the time of the alleged issue, the patient administered self 4.1 units of insulin (type not specified) as treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.